Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to detached end cap. The device also had a missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that insulin squirted out of the tubing during manual prime. Blood glucose value was 206 mg/dl. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The customer did not receive the second series of beeps nor did numbers appear on the screen. The customer tried a different infusion set and was unable to prime. The device was returned for analysis.